Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving an error message on his locked freestyle meter. While assisting the customer, it was discovered the device had become unlocked. This is an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.